Event description:
It was reported the patient¿s implantable neurostimulator (ins) was replaced because the patient had to charge more and more often and they wanted the advantage of a different model. It was also stated the patient did not like the position of the battery so it was repositioned. It was noted the location of the issue was the patient¿s right side implant. Reportedly, all electrode impedances were within normal range and patient was getting coverage of their painful areas. Additional information stated the patient¿s battery was replaced and the pocket was altered. No further information was reported.

Manufacturer narrative:
Product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4). Final device analysis of the implantable neurostimulator (ins) revealed the following: no significant anomalies found. It was stated the ins was functionally okay and only insignificant anomalies were found.